Event description:
An insulation anomaly was reported.

Manufacturer narrative:
Analysis found an abrasion at 5.5 cm from the connector pin. The abrasion damage is consistent with that occurring due to friction with the ICD can.